Event description:
The customer reported that the device had additional joule settings available beyond the 200 joule setting.

Manufacturer narrative:
The customer reported that the device had additional joule settings available beyond the 200 joule setting. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.